Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted as an inpatient in early february. On (B)(6) 2017, the patient's power consumption values rose with high power occurring. Hemolysis parameters were only slightly increased. The existence of the 3rd heart sound during the acoustic examination clearly indicated a thrombus in the pump. Thrombolytic therapy was carried out first with multiple attempts on (B)(6) 2017. It was stated that sharply fluctuating flow values and continued high power spikes occurred and that the issue did not resolve the thrombus, as indicated by the continued presence of the 3rd heart sound. The pump was replaced on (B)(6) 2017. It was stated by the site that the log files and examination report are available to the manufacturer. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Hw25630 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed via log file analysis based on the report provided by the site which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017. No information on alarms was provided for evaluation. Available information indicated thrombus material found between two of the impeller blades and abrasions were found on the inferior surface of the impeller. In addition, available information noted patient had increased hemolysis parameters and received several unsuccessful lysis therapies on (B)(6) 2017. The pump was exchanged on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the high power was the reported thrombus on the impeller. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.